Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a severely tortuous and moderately calcified vessel. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres for 4 to 5 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported. Patient was in good condition.